Event description:
It was reported by service report that the following parts are broken: hl side rail, fl/fr side rail latches, and hl caster. It was further reported that the power cord is missing. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result - siderail latch.